Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourth firing during a laparoscopy assisted distal gastrectomy at jejunum resection, when the surgeon clamped the jejunum and pressed the green button, the green button flashed. The center control was pushed down to fire, but the firing could not be performed. The excessive force firing indicator was displayed. The tissue was obviously thinner, and the surgeon felt suspicious about this event, then surgeon asked the scrub nurse to re-connect the reload. When the same reload was re-connected, the reload status indicator showed a used one was connected. They used another device to complete the case. There was no patient injury.